Event description:
The account stated that there was leak in the water system from (B)(6) the company. Apparently the plaster lining absorbed the water and fell from the height of the ceiling. The plaster fell on the sample tubes that were being tested on the architect c8000 analyzer. As a result, the mixture of water and whole blood spilled all over the analyzer and splashing on the operator. The operator was protected by personal protection equipment (smock, gloves and glasses). The operator immediately used the emergency key and took a bath in the hospital. In addition, a part of the plaster fell on the operator's head. The operator was then directed by the medical department to have an x-ray and according to medical opinion; the operator was fine. There was no further information provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that the architect c8000 analyzer did not cause or contribute to the event. The event was caused by water leaking in the ceiling at the customer facility. There was no alleged deficiency involving the architect c8000 analyzer. The event did not require a medwatch 3500a report, and no additional investigation will be performed.